Event description:
Event description boston scientific received information that this right ventricular lead triggered a lead safety switch to occur, as a result of high impedance values. The caller programmed the lead to unipolar configuration, yielding normal impedance measurements. However, intermittent loss of capture was noted on the real-time electocardiogram. During the revision procedure, the lead appeared to be fractured. The lead was surgically abandoned and replaced. No adverse patient effects were noted.